Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty with the deflation button, as he stated it felt stuck when pressed. The patient was advised to contact his urologist for further evaluation. There were no patient complications reported.